Event description:
It was reported the user injured their knee while moving the bed. The severity of the injury is unknown. Upon inspection of the bed no defects were found.

Manufacturer narrative:
The investigation concluded that there was a product problem; b1 has been updated to reflect this information.

Event description:
It was reported the user injured their knee while moving the bed. The severity of the injury is unknown. Upon inspection of the bed no defects were found.